Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient circuit during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in luxembourg. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor which was replaced. As preventive action the processor board and the distribution board were replaced as well. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report